Event description:
Imaging performed on (B)(6) 2025, confirmed that the electrode had backed out of the cochlea, indicating electrode migration from its intended intracochlear position. The device was explanted (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted on 6 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.